Event description:
Customer reported that a pt sample containing anti-d and anti-c did not react with 0.8% resolve panel a lot 8ra191, cell number 5. No death or serious injury is associated with this event.